Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The balloon was returned with no damage/kinks/bends in the catheter. The balloon was functionally tested by attaching a qbid-1 filled with water to the inflation port. The balloon was inflated and a hole was noted at the distal end of the balloon material. No other anomalies were noted with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the balloon was used to dilate the pancreatic duct. This area is not part of the intended use for this device and is the most likely cause for the reported observation. The intended use in the instructions for use states: "this device is used to dilate strictures of the biliary tree." Prior to distribution, all quantum ttc biliary balloon dilator are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that [balloon was used to dilate the pancreatic duct], a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a pancreatic dilation procedure [abnormal use], a cook quantum ttc biliary balloon dilator was used. The balloon was advanced to the pancreatic duct for dilatation, but the balloon would not inflate at the target site. Another balloon was used to complete the procedure. There was no reportable information at this time. During evaluation of the device on (B)(6) 2022, a functional test showed a pin hole in the balloon at the distal end. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.